Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). UDI # - (B)(4). Concomitant medical products: - oxf uni tib tray sz d rm PMA, catalog #: 154725, lot #: 702910 and oxf anat brg rt lg size 3 PMA, catalog #: 159582, lot #: 894000. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00523 and 3002806535-2017-00525. Product location unknown.

Event description:
It was reported the patient underwent a right partial knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately one year post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.